Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential collagen deposition into the artery requiring revision surgery. The likely cause was determined to have been deployment technique or improper puncture site location resulting in the reported adverse event. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
From literature review: zenunaj, g, traina, l, acciarri, p, mucignat, m, scian, s, alesiani, f, serra, r, gasbarro, v. Superficial femoral artery access for infrainguinal antegrade endovascular interventions in the hostile groin: a prospective randomized study. Annals of vascular surgery. 2022. 86:#pages#. A prospective observational randomized study examined patients with symptomatic peripheral arterial disease who required endovascular interventions at the lower extremities. The study compared a cutdown approach to the percutaneous puncture technique. A 6fr angio-seal vip was used to achieve hemostasis in the percutaneous puncture technique. Two of the patients had sfa occlusions due to intravascular hemostatic cap dislocation. Both of the patients needed surgical revision with atherectomy and expanded polytetrafluoroethylene patch repair.

Manufacturer narrative:
A1: patient identifier: unknown. A2: age & date of birth: unknown. A3: patient sex: unknown. A4: weight: unknown. A5: ethnicity: unknown. A6: race: unknown. D4: lot number: unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: unknown if the device was explanted . E1: street address: unknown. E1: telephone number: unknown. E3: occupation: vascular surgeon. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first patient reported, for the second patient reported that had vessel occlusion see MDR 3013394970-2023-00545.